Event description:
(B)(4). Event occurred in (B)(6). It was reported that there was damage to the tubing during therapy. The tubing was no longer connected to the cannula housing. It was not known how the damage occurred. No further information available.